Event description:
It was reported the surgeon attempted to rotate the valve and it would not rotate. The valve was replaced with another 19mm sjm regent valve. It was reported that a sjm sizer was utilized and passed through the annulus without resistance.

Manufacturer narrative:
The results of this investigation indicated the leaflet fracture and orifice and leaflet surface damage were most likely caused by some external force which overstressed the carbon material and resulted in the damage. There was no evidence found to suggest the rotation difficulty, and damage were due to an intrinsic defect in the valve, as supported by the review of the valve's device history record and the testing performed.